Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the device was fired on ileum at the first firing, the deployed staples were malformed all around. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
During routine testing of the device at the service center, the service technician discovered a crack in the battery connector. The monitor was originally returned to evaluate the hematocrit sensor not calibrating. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.